Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will drive then shut down per the end user.